Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The root cause of this event could not be determined. The parts were discarded and not available for further investigation. No person was injured or affected. No erroneous test results were reported.

Event description:
The customer stated they had smelled a burning odor on two occasions coming from their cobas integra 400 plus. The field service representative determined the cause of the odor was an overheating transfer head add module. He replaced the module. There was no adverse affect to anyone as a result of this event.